Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, the phenomenon, no image, may likely be attributed to cable damage/failure to transmit, due to user¿s handling, such as excessive force applied. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation confirmed the user¿s report. The evaluation determined the device did not display an image due to a damaged cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the ch-s400-xz-ea, 4k autoclavabale camerahead, would not produce an image during a maintenance check. There were no reports of patient harm associated with this event.